Event description:
Customer reported that he had high and low blood glucose events due to his insulin pump did not delivered any insulin or delivered too much. Customer stated that when he had high blood glucose it was between 400/500 mg/dl. And the low blood glucose was between 20/30 mg/dl. Customer also stated that his insulin pump was alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. Several alarms noted in alarm history screen due to corrupted history file. No unexpected battery out limit alarm during testing.